Event description:
Dobhoff inserted. Unable to discontinue guidewire. Dobhoff taken out. Guidewire came out with too much resistance and rptr was unable to put the guidewire back in. New dobhoff inserted.